Manufacturer narrative:
Event/therapy date: (B)(6) 2016. Manufacture date july 13, 2015- july 14, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed with a large volume infusor. The reporter stated that after filling the device with 240ml of solution for 14 hours, the solution was not flowing. There was no patient injury or medical intervention associated with this event. No additional information is available.